Event description:
Upon opening the sterile package and removing the device from the packaging hoop, the tech noted that the inflation lumen port of the hub was cracked. He stated that it was cracked in the package. The product was not used in the pt and there were no reported pt injuries. Additional info will be submitted within 30 days of receipt.